Event description:
I'm a physician asst. And end user of a cgm with recurrent adverse events. I have had my libre scanner suddenly stop working and 3 sensors over the past 2 months have given me false reading off by 50-60 mg/dl too low and 20-30mg/dl too high, which is a lot and can adversely affect your treatment especially if in multiple types of insulin. I called customer service and asked for a call back the first few times it happened. No one from abbott called. Use libre 14 with caution. Problem 2: reported to abbott. When you place a sensor, you must scan with the libre sensor first then your (B)(6) app. Problem: I had replaced the sensor and scanned my sensors with my (B)(6). I went to then scan with my libre scanner receive, multiple error codes. The problem which I reported was with a hypoglycemic event. Reaching for the libre sensor first it would. Or record. Had to find glucometer to get a finger stick. The abbott instructions do not clearly indicate the first scan with libre scanner then (B)(6) app. Could be a major issue for patients with hypoglycemia or dka that are not tech savvy. Thank you. Great blood drop indicates finger stick using my accucheck guide. Color numbers. Libre sensor using (B)(6) scanner. FDA safety report ID # (B)(4).